Manufacturer narrative:
Initial 3 of 6. E1: event country: italy. Name: tandem. Country: united states of america. Address ¿ line 1: 11045 roselle street. Address ¿ line 2: suite 200. City: san diego. State: california. Zip code: 92121 . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set adhesive event on 19 mar 2026, as the customer stated that infusion set fell off during use. The infusion set was in use for less the 3 days.